Event description:
It was reported following successful filter placement via a femoral approach, resistance was encountered upon removal attempts of the guidewire. Continual removal attempts of the guidewire resulted in unraveling and subsequent wire breakage. An attempt to retrieve the detached wire segment with a snare was unsuccessful and a portion of the unraveled wire remains affixed along side of the filter. The pt's condition is good. This device remains implanted and the wire was not returned for evaluation. Therefore, no failure analysis will be available. User technique and/or pt anatomy may have contributed to this event. However, without evaluating the device, co is unable to determine the cause for this event.